Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during investigation of the power module, it was noted that the battery was missing, the monitor connector had a pushed back/bent pin, the battery clip had a pinched cable and would be replaced, four vent bands were weathered, and two rubber feet were weathered. The power module was also alarming with a yellow wrench symbol when connected to the load box. The main pcba was replaced and the alarm resolved.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module being damaged was confirmed. The returned power module (serial number (B)(6) was observed to have a bent ground pin in its monitor connector port. The battery clip cable was observed to be pinched, and four rubber vent bands and two rubber feet were observed to be damaged. The returned power module was received and tested at the european distribution center. The unit powered on as intended. However, a yellow wrench alarm was observed upon connecting the unit to a load box fixture. This issue resolved upon replacing the main pcb with a new component. All other damaged components were also replaced with new components. Preventive maintenance was performed, and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The unit¿s main pcb was forwarded to the ppe department for further analysis. The pcb was connected within a known working test unit and was tested for an extended period. Atypical events were unable to be reproduced throughout testing, and the test unit operated a mock loop as intended while the main pcb was in use. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU) (rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench and red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.